Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the cause was determined to be use related. One 10 fr t/l hickman catheter was returned for investigation. A 9 mm longitudinal split was observed in the extension leg with the white luer adaptor just proximal to the trifurcation. Under microscopic magnification, the split surfaces of the catheter were granular. A protrusion of catheter material was observed in the center of one side of the split. The characteristics of the split are consistent with a rupture due to overpressurization. Functional testing revealed fluid leaking from the split in the white extension leg. The section of tubing distal to the leak site was partially occluded with use residue. Once the occlusion was dislodged, the lumen was patent to infusion. The lumens with the blue and red luer adaptors were patent to infusion. To help maintain catheter patency, flushing frequencies from once daily to once weekly have been found to be effective when the catheter is not in use. Flush with heparin after IV administration of total parenteral nutrition, IV fluids, or after medications. For frequently accessed catheters (accessed at least every 8 hours), flushing with 10 ml of sterile saline without heparin between infusions has been found to be effective. Caution: do not use a syringe smaller than 10 ml to flush or confirm patency. Small syringes can generate very high internal pressures with very little force. The back pressure from an occlusion may not be felt when using a small syringe until damage to the catheter has occurred. A thrombolytic solution may be used to declot the catheter if the lumen is occluded. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a hickman 10 fr was placed on the left side. It was stated that on (B)(6) 2017 leakage was noticed at the distal segment of the white lumen. The catheter was repaired. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a hickman 10 fr was placed on the left side. It was stated that on (B)(6) 2017 leakage was noticed at the distal segment of the white lumen. The catheter was repaired. No patient harm reported.